Event description:
Additional information received reported that the patient was still having concerns with her device or therapy. The patient had a follow-up appointment scheduled for (B)(6), but results of the appointment were not known.

Event description:
It was reported that the patient experienced coupling and communication issues. A power-on-reset (por) condition was reported. The reporter then looked at the recharger and stated that the por was cleared and the battery was full, but the reporter was not seeing the coupling bar boxes. It was not possible to confirm that the reporter was not looking at the battery for the recharger instead of the neurostimulator. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3888 lot# v542025 implanted: (B)(6) 2011 explanted: na, lead model 3888 lot# v350472 implanted: (B)(6) 2011 explanted: na, lead model 3888 lot# v383867 implanted: (B)(6) 2011 explanted: na, lead model 3888 lot# v542025 implanted: (B)(6) 2011 explanted: na, extension model 37082 serial# (B)(4) implanted: (B)(6) 2011 explanted: na, extension model 37082 serial# (B)(4) implanted: (B)(6) 2011 explanted: na, programmer model 37743 serial# (B)(4), recharger model 37752 serial# (B)(4), antenna model 37092 lot# 271470001.

Event description:
Additional information received reported that the patient had a low or empty charge on her battery, but only for about one day, and was wondering if that was an issue. The patient was instructed to charge up as soon as possible. No other interventions were taken. A voicemail left with the patient to confirm if she needed further assistance was not responded to, and it was assumed that the patient was all set.